Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their tined lead and neurostimulator revised. The patient's tined lead was fractured and migrated. There was no other patient complications reported.